Event description:
On august 18, 2008, it was reported to boston scientific corporation that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure (patient age and weight unknown). According to the complainant, the prolieve system received error messages stating "water pressure is too low and water level is too low." There is no further information available regarding the procedure. The patient's condition was reported as "fine."

Manufacturer narrative:
The lot number of the prolieve thermodilitation kit is not known; therefore, the device manufacture date and expiration date can not be determined. The device has not been returned, therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.